Manufacturer narrative:
This report is for two devices with the same part numbers, lot numbers, and complaint mode. (B)(4) hook pusher (lot 40298-pg08). (B)(4) hook pusher (lot 40298-pg08).

Event description:
Based on the information provided, the instrument was not compressing enough to hold the hook in place. There were no adverse effects to the patient.